Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12146. Related manufacturer reference number: 2017865-2020-12147. It was reported that the patient presented in clinic for a follow up. The patient's dual chamber pacing system was found to be infected. The system was explanted. The patient was stable.

Event description:
New information received noted that the physician alleges the cause of infection was a surgical product unrelated to the device. It was also noted that the pacing system was replaced.